Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was black and the customer was unable to see anything on the screen. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was black and the customer was unable to see anything on the screen. The customer also informed the remote service engineer (rse) that the touchscreen was operating and the device had a 1st generation light crystal display (lcd). The rse informed the customer that the device required an upgrade to the 2nd generation lcd. The rse provided the customer with the part number of the parts for a 2nd generation lcd upgrade. The customer ordered and received the parts to upgrade the lcd to the 2nd generation. The customer installed the parts to the 2nd generation lcd. The customer installed the parts of the lcd to the 2nd generation to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.